Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail ll. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the preparation for use section of the rx trek/mini trek cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Additionally, the IFU warns: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to pre-dilate the moderately tortuous, moderately calcified, eccentric, 99% stenosed, de novo lesion in the distal right coronary artery in the presence of an acute myocardial infarction, a trek rx 2.75x12mm balloon dilatation catheter (bdc) ruptured on the first inflation of 6 atmospheres for 10 seconds. Resistance was met on advancement and force was applied. The balloon was completely and easily removed from the anatomy. A new trek 2.75x12mm bdc was used to complete the procedure. The device was reportedly prepared inside the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information as provided.